Manufacturer narrative:
The information received by bd was further evaluated by those qualified to make a medical judgment and have reasonably concluded that the device did not cause or contribute to a death or serious injury. Furthermore, the reported malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur. Please disregard this report.

Event description:
It was reported that the device damaged iui male (right) - ground clip. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Investigation summary : field technician stated issue of iui-male (right) - damaged ground clip was confirmed. On 19-sept-2024, lvp was received unboxed and with paperwork. Lvp when attached to lab pcu passed asm functional testing. Visual inspection revealed damaged ground clip a iui-male (right). Recommend bd san diego repair center replace the right iui (male). Device to be returned to san diego repair center for processing. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device damaged iui male (right) - ground clip. There was no patient involvement.